Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: push button is sticking/broken/burn on insulation at shaft/bent shaft. Confirmed failure: push button is sticking/broken, bent shaft, burn on insulation at shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.